Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Patient presented with pain and swelling. On x-ray the mobile bearing was displaced.

Event description:
Patient presented with pain and swelling. On x-ray the mobile bearing was displaced.

Manufacturer narrative:
The reported event that slidjng core, uhmpwe,8mm was alleged of 'fusion' could not be confirmed, since no x-ray showing the fusion of the bones was returned for evaluation. The device inspection revealed the following: the sliding component was returned and a visual inspection shows residues of soft tissues and blood on the device. Overall, the device is heavily damaged: the pe surrounding the groove of the mobile bearing is very deformed, as well as the pe on one of the corners of the device. The deformation level on the returned piece is as if the plastic "melted". On one of the longer sides of the mobile bearing, the plastic layer deformed/disappeared to the point of having the x-ray wire show clearly. For this case, since some radiographs of the implanted patient were returned, the medical opinion of stryker's medical expert was requested. Their statement is the following: " [...] The radiographs show that there is a complete collapse of the talar dome with massive subsidence of the talar component into the talus. This resulted in a malalignment of the poly between the talar and tibial component resulting of major wear of the poly over the period 2014-18. The failure is related to the initial subsidence. [...]" A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.